Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the black wire at end of the permanent cautery spatula instrument was popping out. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery spatula (pcs) instrument to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have a dislodged conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out. A loop of wire was sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. No signs of thermal damage were observed. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the customer reported that the damage was identified prior to processing in decontamination. Instruments are being inspected prior to reprocessing. Since the damage was found in central processing, customer could not provide information about last use during a case. In these situations, if damage is noted during the case the scrub personnel alerts management and the instrument is removed from use.